Manufacturer narrative:
Block b3: approximated based on the date of patients appointment with physician

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg), as the device was not maintaining an adequate charge. As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing well. The explanted device will not be returned for analysis, as device return is prohibited under facility policy.